Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's complaint was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the customer reported that ¿after the scope was attached, the signal was switched to other inputs until the dvi-d was selected and the image is now displaying properly¿. Therefore, it is presumed that the phenomenon was caused by the handling of the customer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. During troubleshooting the contact was instructed to confirm cabling, contact confirmed that all cables seem to be plugged in correctly including the video cables coming out of processor and going into the back of the monitor. The contact was instructed to cycle through the video inputs. At this point, the contact connected the scope to the cart and then cycling through the inputs, the image returned to the monitor after dvi-d for port b was selected, issue resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor had no image. The issue occurred during preparation for use. There were no reports of patient harm or injury.